Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed sodium (na) result. Hsc reviewed the information provided by the customer. Quality controls recovered within acceptable ranges on the day of the event. A siemens field service engineer (fse) serviced the instrument and system verification indicated acceptable performance after the service visit. No other issues have been reported by the customer. The instrument is fully operational. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications no further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista® 1500 intelligent lab system. The discordant result was reported to the physician(s). The same sample was reprocessed on the same instrument. The repeat result was higher than the discordant result, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant result.